Manufacturer narrative:
Intuvie received a report indicating that an infusion pump displayed occlusion errors. The specific cause of the occlusion could not be determined, as the device was not returned for evaluation. Therefore, the failure mode could not be confirmed, and the probable cause remains undetermined. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump is displaying occlusion errors. The specific cause of the occlusion is currently unknown. No patient or clinician involvement was reported.